Manufacturer narrative:
Concomitant medical products: product ID 3389-40 lot# (B)(4) serial# implanted: (B)(6) 2005 product type lead product ID 748251 lot# serial# (B)(4) implanted: (B)(6) 2005 product type extension. Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4), ubd: 19-apr-2009, UDI#: (B)(4); product ID: 748251, serial/lot #: (B)(4), ubd: 03-may-2009, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has elevated investigate impedances for all contacts in monopolar when testing at 3.0 v. All impedances around 3800 for monopolar on all contacts. The patient is set at high amplitude of 5.0v. The staff and patient were unsure how long the problem has existed. It was reported that the right implanted system is fine. Patient stated they do not have good symptom control on the right side of their body. Current battery voltage is 2.82 on left. The patient¿s right battery is eri. No images were taken as the patient needs a replacement on the right side. Troubleshooting will be done at that time for the left side. If the issue is the extension, it will be replaced at that time. The issue was not resolved at this time.

Manufacturer narrative:
Continuation of d10: product ID 3389-40 lot# j0526999v implanted: 2(B)(6) 2005: product type lead product ID 748251 serial#(B)(6) implanted: (B)(6) 2005 explanted: (B)(6) 2022 product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) that patient had elevated monopolar impedances of 6,000 - 8,000 in clinic. Patient was due for replacement, so existing left lead was tested with twist lock cable. Investigate bipolar impedances 0-2 of around 7,000. Contact 3 normal impedances. Surgeon chose to replace old extension. The extension replacement did not make a difference. There are still issues with impedances. Surgeon chose to replace. Patient too ill to undergo lead replacement due to advanced parkinson¿s.

Manufacturer narrative:
Continuation of d10: product ID 3389-40 lot# j0526999v implanted: (B)(6) 2005: product type lead product ID 748251 lot# serial# (B)(6) implanted: (B)(6) 2005 explanted: (B)(6) 2022 product type extension product ID 37603 serial# (B)(6) implanted: (B)(6) 2022 product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.